Manufacturer narrative:
Model nm-3138-55, serial (B)(6). The allegation of high impedance was confirmed. The x-ray inspection of the returned lead extension revealed fractured cable number 8 was fractured after the weld in the distal connector stack. This type of damage typically occurs when excessive tensile force is exerted onto the lead body and connector section of the lead. Bending the distal end could also cause cable fractures in the connector section of the lead. The broken cables are still contained inside the connector. Model nm-3138-55, serial (B)(6). The allegation of high impedance was not confirmed. The returned lead extension passed the impedance test and exhibits normal characteristics.

Event description:
It was reported that the patient was experiencing intermittent symptoms of dizziness and tremors. All impedances were in range, however when the physician manipulated the connection between the lead and the first of four lead extensions, high impedances were noted on one contact. It was suspected that there may be an issue with one of the lead extensions. The patient requested that a revision procedure be performed. Although the contact was not used for the stimulation, the physician chose to replace two of the lead extensions from the head to the chest. The physician wanted to reduce the number of lead extensions for the patient and for the patient to charge the ipg easier, therefore the two lead extensions from the chest to the patients belly were explanted. The ipg was repositioned from the belly to the pectoral. The patient was doing fine post-operatively and no longer experiencing symptoms of dizziness or tremors.

Manufacturer narrative:
Date of implant: (B)(6) 2017, exact date unknown. Additional suspect medical device components involved in the event: product family: dbs-extension. Upn: (B)(4). Model: nm-3138-55. Serial: (B)(4). Batch: 20217930. Product family: dbs-extension. Upn: (B)(4). Model: nm-3138-55. Serial: unknown. Batch: unknown. Product family: dbs-extension. Upn: (B)(4). Model: nm-3138-55. Serial: unknown. Batch: unknown. Product family: dbs-ipg-r. Upn: (B)(4). Model: db-1110c. Serial: unknown. Batch: unknown.

Event description:
It was reported that the patient was experiencing intermittent symptoms of dizziness and tremors. All impedances were in range, however when the physician manipulated the connection between the lead and the first of four lead extensions, high impedances were noted on one contact. It was suspected that there may be an issue with one of the lead extensions. The patient requested that a revision procedure be performed. Although the contact was not used for the stimulation, the physician chose to replace two of the lead extensions from the head to the chest. The physician wanted to reduce the number of lead extensions for the patient and for the patient to charge the ipg easier, therefore the two lead extensions from the chest to the patients belly were explanted. The ipg was repositioned from the belly to the pectoral. The patient was doing fine post-operatively and no longer experiencing symptoms of dizziness or tremors.